Manufacturer narrative:
Prior to arrival of the ge healthcare (gehc) service representative to perform the checkout of the equipment, the ge biomed replaced the advanced breathing system, and removed the adjustable pressure limit valve diaphragm and check disk. Inspection of the diaphragm and disk noted the parts were not clean. Checkout by the gehc service representative found the equipment to function within manufacturer's specifications. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/17/18 phone call, 9/18/18 phone call, 9/19/18 phone call.

Event description:
The hospital reported the pressure in manual mode was higher than expected. There was no reported patient injury.